Event description:
Vision stents was being placed and the delivery system stuck to the stent. In getting the delivery system separated from the stent, the stent moved out of the artery. Another stent (different vendor) was placed in the correct place. No harm to patient other than additional sedation and imaging dye. Patient discharged as per routine.